Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported material deformation (crushed and stretched stent) and stent dislodgement were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5x23 mm xience alpine stent delivery system (sds) was intended to be advanced to the left anterior descending coronary artery, but the sds met resistance with calcium in the left main coronary artery and was unable to cross. The sds was removed from the anatomy, but the xience stent dislodged from the sds and was removed via snare. During removal of the dislodged stent, the stent became elongated and mangled. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.